Event description:
N/a.

Manufacturer narrative:
Trackwise#: (B)(4). The device was returned to the factory for evaluation on 12/08/2022. An investigation was conducted on 12/14/2022. A visual inspection was conducted. Signs of clinical use and slight evidence of blood was observed on the transected and melted c-ring. The scope wash tubing and the c-ring remained attached to the cannula due the presence of a retention rib. Based on the returned condition of the device and the evaluation results, the reported failure "break; c-ring" was confirmed. The lot #3000268642 history record review was completed. There were ncmrs , rework, or deviations documented for the reported lot number. [Ncmr #17521- a notification was received from gxo that 2 sterile loads came to their facility with external damage. During the inbound inspection 2 out of 500 units for material vh-4000 batch # 3000268642 and 2 out of 500 units for material # vh-4000, batch # 3000263853 were found damaged.. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Manufacturer narrative:
Trackwise ID (B)(6). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure the vasoview hemopro 2 housing/ c-ring broke. The very tip, it broke in half. There were no pieces needing to be retrieved from the tunnel. A new device was opened to finish the case. No patient injury or procedural delay.